Event description:
It was reported the patient received the following results within 15 minutes: 134 mg/dl at 10:50 am on (B)(6) 2022167 mg/dl at 10:49 am on (B)(6) 2022216 mg/dl at 10:48 am on (B)(6) 2022104 mg/dl at 10:47 am on (B)(6) 2022